Event description:
On (B)(6) 2019 my daughter was exchanged for vns and was turned on in (B)(6), the neurologist and the vns staff calibrated it and after (B)(6) the convulsions began. (B)(6)epileptic from a very young age was evaluated for a vns which was operated on (B)(6) 2007 in (B)(6) which controlled her condition completely in the summer of 2013 this was replaced in the (B)(6) which continued to running until 2019. On (B)(6) 2019 gave replacement alert. This implant was replaced on (B)(6) 2019 and turned on, on (B)(6) 2019 was increased by his neurologist and the team of professionals who work the implant in (B)(6). On (B)(6) 2019 my daughter started to convulse again without control from that time until (B)(6) 2019 her seizures were daily without control and with loss of consciousness. At that date her neurologic began with pharmacotherapy since he had raised the implant and was not working. On (B)(6) 2020 seizure had severe consequences that took her to the hospital. This model was recalled from the market with other different series numbers and they returned with the same model with the same problem and this affected many.